Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked electrical board keypad connector. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 432 mg/dl. The customer was stated that button were not responding. Troubleshooting was performed for button error and advised to observe time clock for one minute to verify if time advances and found time does advance. Advised to discontinue use of the pump and revert to a back-up plan. The pump was advised to be replaced. The insulin pump will be returned for analysis.